Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found.

Event description:
Parents noticed hearing performance with the device implanted on the right side changed. It is unknown if the decrease in performance was sudden or gradual. No specific incident was reported. No redness or swelling has been noticed. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents noticed hearing performance with the device implanted on the right side changed. It is unknown if the decrease in performance was sudden or gradual. No special incident was reported. No redness or swelling has been noticed.